Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of a an error icon display was confirmed. The root cause was determined to be a defective receiver battery.&#842;

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver displayed error hwbat. At the time of contact, no injury or medical intervention was reported.